Manufacturer narrative:
Manufacturer reference number: (B)(4). Patient information not provided UDI not provided. Re-processing information not provided. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, an handle and with 2 separate reloads malfunctioned.